Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 389 mg/dl using his contour meter. He retested with an elite meter and rec'd a reading of 188 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement strips were sent to the customer.